Event description:
It was reported that the balloon and cuff components were removed and replaced due to cuff component fluid loss. No pt complications were reported.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.